Manufacturer narrative:
(B)(4). This lot was manufactured from may 21, 2015 to may 22, 2015. Evaluation summary: the device was not available for evaluation; however the customer provided a photograph of the sample. A photographic inspection identified fluid inside the housing of the device which indicates that a leak has occurred. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusors bladder ruptured during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.